Event description:
A nurse reported three pts with toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgery.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. A root cause could not be determined by the investigation. There have been no other complaints reported in the lot number. Additional info was requested on 02/09/2012, 02/16/2012, and mail. A completed questionnaire was received on 02/20/2012. (B)(4).